Event description:
Additional information from the company representative (rep) indicated that there were two catheters in patient. One found that was leaking cerebrospinal fluid (csf) into pocket. The other catheter was tied off/sutured. The issue resolved at the time of this report.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8578 lot# serial# (B)(6). Product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8578, serial #: (B)(6) , ubd: 30-jun-2018, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative via a healthcare provider (hcp) regarding a patient who was receiving dilaudid (hydromorphone) 40 mg at 20 mg/day via an implantable pump for unknown indication for use. It was reported that the patient had return of pain since new pump implant (B)(6) 2023. At last refill in march, fluid was noticed around pump and 20 cc removed. Then pump accessed & 40cc of drug removed. Catheter dye study showed patency of catheter. There was no motor stall in logs. The patient was scheduled for a pump/catheter revision and doctor would like to replace the pump. It was also noted that 2 catheters found in pump pocket. One attached to the pump & another with cerebrospinal fluid (csf) drip. New 8578 attached to csf catheter. Other catheter tied off and looped closed with silk. Original pump placed, dose dropped by 50%, and prime bolus 0.191ml for catheter length only. It was unknown if the issue resolved with patient's status being "alive-no injury". The patient's weight and medical history were asked, but made unknown.